Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of a scratched lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a defective iol. Additional information was provided by a health manager that during an intraocular lens (iol) implant procedure, an iol was damaged by injector during the introduction of the implant.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further information provided that a different intraocular lens was used with no impact to the patient.